Event description:
Additional information was received for this case. The patient has not had any further intervention. The type IV endoleak has resolved without further intervention.

Event description:
An endurant bifurcated stent graft system was implanted in a patient for endovascular treatment of a 5.7 cm in diameter abdominal aortic aneurysm. The patient had 10,000 units of heparin during the case. The vessel morphology was reported as severe tortuosity and moderate calcification. It was reported that the final angiogram revealed a type IV endoleak coming from the area of the bifurcation of the bifurcated stent graft. The physician believes that the type IV endoleak will resolve after the heparin wears off, the patient will be monitored by the physician. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Results: endoleak.